Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The following day, the patient was hospitalized for the event. On the same day, the patient was treated with injection vancomycin (1 gram, once every four days, intraperitoneally (ip)) and (dose not reported, once a day, ip) and injection amikacin (250 milligram, once a day, ip) for peritonitis. The outcome of the peritonitis event was unknown. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).